Event description:
Unit shut down during transport of a patient. During biomed testing, the unit was turned on with the power cord plugged in. Ventilator was in stand-by mode. The ventilator was then unplugged from ac power. The led for power turned off, but the unit did not show that it was running on battery power ("on battery" dialog box and green battery symbol on graphic display did not present). Furthermore, the device did not produce the appropriate audible tone signifying disconnection from ac power. After about 2 minutes, the ventilator shut down and the alarm did not sound for another 10 seconds.